Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse upgraded the software to current revision. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test (est) and performance verification test according to MFR specifications. (B)(4).

Event description:
A report received from (B)(6) stated an 840 ventilator experienced a xb0069 error code while being used on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. There was no report of patient injury as a result of the event. Re-eval of the complaint identified the xb0069 was found to be present within the diagnostic log of the device associated with this complaint. The xb0069 is a monitoring task that runs on the gui (graphic user interface) cpu processor. If the gui monitoring task has determined that the pressure exceeds the clinician set pressure limit and the bdu has not triggered a high pressure patient alarm, then the xb0069 code is initiated. Once the xb0069 is initiated the pb840 ventilator system enters a ventilator inoperative condition which triggers the safety valve to open and initiates a continues high priority alarm. When the safety valve is open, the ventilator opens a path for the patient to breathe room air spontaneously, although positive pressure ventilation is no longer provided.